Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient fall, which caused a non-displaced peri-prosthetic fracture of the left hip.

Event description:
Index surgery: 3/5/2014. Revision due to patient fall that resulted in a peri-prosthetic fracture.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: revision due to patient fall.